Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, hypoglycemia and received pump error 23 (post-reset ram crc alarm). The customer reported blood glucose value of 350 mg/dl, and the hyperglycemic event was treated with manual injection/insulin pen. Hypoglycemic event was treated with glucose/carb intake. The event involved product(s) mmt-1884, mmt-399a, mmt-332a, mmt-7040a. Troubleshooting was performed for hyperglycemia. Customer was experiencing hyperglycemia grater than 4 hours. Customer was using the insulin pump within 48 hours of the reported event. Customer was using the auto mode feature at the time of the event. Troubleshooting was performed for hypoglycemic event. Troubleshooting was performed for pump error alarm. Customer was able to clear the alarm, rewind the pump. Customer was advised to replace the insulin pump. No further patient complications were reported. No product return is required for mmt-399a, mmt-332a, mmt-7040a. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
The self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0873 inches. No pump error 23 alarm during testing. Pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no pump error 23 alarm noted. However, pump received with a high sleep current measurement, active current measurement. The thump and carelink software were utilized and downloaded trace/history files properly. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 24-jan-2026 listed on smartsolve due to insufficient data in the trace/history files. In further review of the pump history found pump error 23 alarm on 01/15/2026 at 14:48:04.000 and 01/24/2026 at 00:34:05.000. The test guardian link communicated or paired properly with the pump noted. No communication anomaly noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor, internal battery and vibrator assembly noted.¿swapping out test boards confirms high sleep current measurement and active current measurement is isolated to pcba 1. Force sensor zero offset within specification (23.1 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and scratched case. Unable to verify customer alleged for high bgs/low bgs. Pump error 23 alarm was recorded in the pump history, however, pump error 23 alarm was not confirmed during testing. Customer alleged not confirmed for loss of communication between the insulin pump. Pump received with a high sleep and active current measurement, problem isolated to the pcba 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.